Event description:
Event occurred regarding a 60" (152 cm) appx 2.2 ml, ext set, smallbore w/clave¿ clear, nanoclave¿ stopcock, 0.2 micron filter, spin luer where the reporter stated that that "rn noted the IV glucose tolerance test (gtt) tubing used to administer fentanyl to the patient to be increasing in volume on the syringe pump. The syringe pump alarmed "occlusion" at 1300, and this rn noted there to be clear drips coming off of the outside of the IV tubing near the stopcock on the glucose tolerance test (gtt) tubing. The medication was paused; new tubing was set up." There was patient involvement but no adverse event.

Manufacturer narrative:
Investigation summary the reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history record review.